Event description:
On (B)(6) 2009 baxter (B)(4) was notified of a complaint from a customer reporting that their transfer set had a loose plastic part. The unit was not used on a patient but was checked by the nurse prior to use. The customer feels that the connection between the tubing and the plastic connector is too loose and poses a risk to the patient. This is regarding the end of the set that connects to the patient's catheter. The problem was noted prior to use and there was no reported patient serious injury or medical intervention. A companion sample from the same reported lot number is available for evaluation.

Manufacturer narrative:
(B)(4). An unused companion sample from the same reported lot number was received for evaluation. During visual inspection it was noted that the set silicone tubing / silicone bushing to the patient adapter was not within specification limits as it was loose and came apart. Therefore, the reported condition was confirmed.